Manufacturer narrative:
Although the graft was explanted, it was not returned for evaluation. The same physician reported a total of four patients within the last month with similar issues. All four of those complaints were reported for the issue of seroma. A meeting was held on (B)(6) 2024 with the doctor who filed the complaints to discuss his concerns with artegraft and to discuss that there are no current trends related to this issue. The doctor stated that he doesn't believe the infection was related to artegraft, but rather bacteria present on the skin. The artegraft did not appear consistent with being infected. No conclusion was identified that would lead to a root cause or trend in the incidents that occurred. Additionally, the lemaitre clinical advisor reviewed the case details. On the initial assessment he stated "very unusual unless the patient has some strange reaction to foreign material or the alcohol preservative. A seroma forms as a reaction to a foreign body or from a hematoma after it liquefies, I have never seen this with an avg or frankly an artegraft. Seromas are clear fluid of no consequence unless it gets infected. To have several cases in a matter of a month is extremely odd and I can't explain unless all patients had some crazy hypersensitivity reaction. " upon further review of the specific patient details related to these cases, on (B)(6) 2024, the lemaitre clinical advisor stated the following: patient had multiple previous surgeries likely with retained ptfe or sutures which became infected. Cultures were positive. Multiple surgeries predispose to infection and to lymphatic congestion or leak. Not at all common and very unusual! A video from one of the four patients (patient 1) was provided. The video shows someone pushing on the open excision on the patient's arm and fluid leaking out. A review of the 4 related complaints from this physician were evaluated. The grafts were from different batches, manufactured at different times, and from different manufacturing technicians. No trends were identified other than the implanting physician/hospital and location of the implant. A review of the DHR was performed with no issues being noted for batch 23h362, all release criteria met specifications. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. The issue was not able to be confirmed. There was no evidence presented that indicates the device contributed to the reported incident. No definitive root cause was identified. Possible root cause may be patient specific or hospital procedure specific/surgical technique as all four of the cases were reported from the same hospital.

Event description:
The doctor reported "I've had lymphoceles around artegraft on three patients in the last month. This has not been a problem in the past. Details of patient 2 of 4: artegraft was placed (B)(6) 2024. At first postop visit the distal wound was leaking clear fluid. The wound was re-explored on (B)(6) 2024. The source of the fluid was not definitely determined, but several potential sites of lymph leak were oversewn. Intraoperative cultures had light growth of mrsa which was treated with vancomycin. Post ,the wound continued to leak high volumes of clear fluid, and the graft was explanted on (B)(6) 2024. His wounds stopped leaking fluid and have now healed. On 24jun2024, in the updated information provided by the physician, the complication was updated from "lymphoceles" to "seroma".